Event description:
Customer reports she performed back to back testing with her advantage system and obtained results of 186, 304, and 154 mg/dl. She stated she felt fine and that she ate, drank, took medications, and went to bed as usual. Reported she is recovering from back and leg surgeries from last year. The original location of the alleged event was in the customer's kitchen. A request was made for the return of the suspect device adn replacement product was sent.